Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the snubber board, the system batteries and the x-ray controller with the generator interface board. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's monitor screen remained blank. No pt injury was reported.